Manufacturer narrative:
Investigation completed (B)(6) 2017. No device is available for investigation, therefore the complaint was deemed not confirmed. The device history records review of the ip1p lot 0201818 did not reveal any anomalies. The batch was manufactured in may 2017 and included (B)(4) products.

Event description:
It was reported that the device had a very low value; even the test was correct. It was reported that the device was removed because of extra dural hematoma. The probe was used from (B)(6) 2017 on a (B)(6) female patient. Complementary information received on 30nov 2017: it was reported that the first issue with the first "fibber" was low value so they used another "fibber" which created the extra dural hematoma following insertion of ptio2 fiber responsible for intracranial hypertension. The customer hypothesized that there was an error during insertion (unintentionally in the area damaged); risky procedure due to the fact the "fibber" created some small bleeding points for no clinical advantage. The extradural hematoma was removed by surgery. Patient had severe cranial trauma complementary information received on 04dec2017: the device had low value since the beginning: - 2 am on (B)(6) value 1.3, - 11 and 12 am value 0.8, - 2 pm value 2.5, - 3 and 4 pm value 0.9, - 7 pm highest value 3.9 on (B)(6), - 12 am value 1 on (B)(6) (lowest of the day), - 10 pm value 5.9 on (B)(6) (highest of the day), - 12 am value 5.2 on (B)(6) (highest of the day), - 2 am value 1.5 on (B)(6) (lowest of the day), the device was thrown out. Linked to mfg. Report number: 9612007-2017-00033.